Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated with the brainlab device involved, and the desired diagnostic lesion tissue was not retrieved at this surgery, despite according to the surgeon: the surgeries were only to retrieve diagnostic samples, not to remove or treat the lesion. The final outcome after revision surgery was successful as intended, with the desired pathological biopsy samples retrieved. There was no (direct or increased) risk to harm a critical structure (e.g. Blood vessels or important brain tissue) due to the craniotomy, biopsy resection or path actually applied at the initial surgery. There was no harm or negative effect to the patient due to the initial biopsy surgery, neither due to the repeat of surgery/anesthesia (of ca. 1.5h) for the revision surgery. There was no delay of surgery / anesthesia at the initial surgery due to this issue. There are further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the actual trajectory applied, compared to the planned trajectory displayed by the navigation, by approximately 3 cm is that a shift of the navigation reference array occurred most probably after draping and likely during the exchange from unsterile to sterile array, due to a not proper attachment and not sufficiently rigid fixation by the user. This led to a navigation display of instrument positions on the patient scan during the surgery different than originally registered to the intra-operative CT scan and verified by the user. Apparently the resulting deviation of the navigation display was not detected by the user before the craniotomy and applying the biopsy, with the necessary continued user verification of accuracy after draping and throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy for retrieval of diagnostic samples of a lesion, located ca. 71mm deep in the brain in the left insula, with a size of ca. 2x2cm, has been performed with the aid of the brainlab cranial navigation version 3.1. During the procedure, the surgeon: positioned the patient in a supine-lateral orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed an intra-operative CT with automatic image registration to match the display of the navigation to the current patient anatomy. The dataset was fused to a former MRI scan, and a trajectory was planned. Verified the accuracy of the patient registration to navigation, determined the result as very good, and accepted the registration to proceed. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, determined location of the burr hole for the desired approach with navigation, and created a small burr hole (craniotomy). Aligned the varioguide to the planned trajectory. Performed the biopsy with a navigated biopsy needle through the navigated varioguide, specimens were provided to pathology. Completed the surgery and closed the patient, another post-surgery intra-operative CT was acquired. From the post-surgery CT, it was later determined that the actual biopsy trajectory and the location of the biopsies taken deviated by ca. 3cm from the planned, intended trajectory and target point. The desired diagnostic lesion tissue was not retrieved at this surgery. A revision biopsy surgery was planned for this patient and took place on (B)(6) 2019 using the same navigation equipment, with a different trajectory approach and larger burr hole. The final outcome after revision surgery was successful as intended, with retrieval of lesion tissue confirmed before closing the patient, the desired pathological samples were retrieved at the revision surgery. According to the surgeon: the surgeries were only to retrieve diagnostic samples, not to remove or treat the lesion. The final outcome after revision surgery was successful as intended, with the desired pathological biopsy samples retrieved. There was no (direct or increased) risk to harm a critical structure (e.g. Blood vessels or important brain tissue) due to the craniotomy, biopsy resection or path actually applied at the initial surgery. There was no harm or negative effect to the patient due to the initial biopsy surgery, neither due to the repeat of surgery/anesthesia (of ca. 1.5h) for the revision surgery. There was no delay of surgery / anesthesia at the initial surgery due to this issue. There are further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.